Event description:
It was reported that a dexcom g7 sensor initially provided glucose readings to the ilet pump and then lost connection, resulting in signal loss to the pump; the user verified alerts, observed repeated reconnection attempts, and re-entered the sensor code to restart pairing and was advised to wait for data to resume. Symptoms included impending automated insulin dosing stop due to loss of cgm data. Outcomes included temporary interruption of integrated automated dosing and the need for user intervention to re-pair the sensor. Investigation included technical troubleshooting with review of device alerts and re-pairing procedures. Investigation of this case revealed intermittent loss of communication between the cgm sensor and the pump, with the sensor becoming unpaired and requiring re-entry of the pairing code. It was concluded that the event was attributable to cgm-to-pump communication loss, resolved through re-pairing actions without clinical harm.